Manufacturer narrative:
The device was not returned to manufacturer for evaluation therefore we are unable to determine the definitive cause of event. X-ray review: post op CT and CT reconstruction for l4-5 mid-lf show separation of one of the tulip head from the screw shank. Fusion status is unknown on the one provided axial CT since the screw does not have bicortical purchase. Failure of the head is likely a failure of fusion initially, although by report, fusion was eventually achieved. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that that on the patient underwent mini invasive listhesis at l4-l5 due to spondylolisthesis. Post-op, the tulip part of the screw broke inside the patient's body. No patient complications were reported as a result of the event. No additional surgery has been performed as a result of the event. The patient achieved solid fusion.